Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a 27mm mitral valve implanted in the tricuspid position 10 years, five months, underwent valve-in-valve procedure due to unknown reasons. A 26mm valve was implanted inside the 27mm valve.

Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update b5, b7, d7, and f10. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. The device was not returned for evaluation as it was discarded. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm mitral valve implanted in the tricuspid position underwent explant after one year, two months, due to stuck leaflet. The explanted device was replaced with a 27mm medtronic valve. The patient also underwent right sided maze procedure, right atrial reduction, and pacemaker replacement during the procedure. Patient was discharged.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Through follow-up it was learned patient with a 27mm mitral valve implanted in the tricuspid position for an unknown implant duration was explanted due to unknown reasons. The explanted device was replaced with a 29mm non-edwards valve. Patient was discharged.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted if additional information is received. The cause of the event remains indeterminable; however, patient factors likely contributed to the event.